Event description:
Initial rptr indicated that they were unavailable to interrogate a pt's vns generator the last few times he has been in the office, and that the vns has not had any improvement on the pt's seizure level. The level was the same as pre-vns baseline. The programming sys has not been used to interrogate other pts in the office at this time. The handheld computer was being operated plugged into the wall that can cause electromagnetic interference. Good faith attempts are being made for add'l info surrounding the event.

Manufacturer narrative:
Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.